Event description:
The lead was returned to the manufacturer with no information after being explanted and subsequently tested out of specification during manufacturer's analysis. Follow up was attempted to obtain the reason for explant but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).